Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open hepatectomy, the trigger was not back to the original position and the jaws did not open after cutting tissue. The trigger was opened by hand. The same event occurred several times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9444r. Additional information obtained: did the surgeon attempt to manually open the jaws with his fingers? The trigger was opened by hand to open the jaws. Investigation summary the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.